Event description:
As noted in the publication by schelp et al large-scale experience with an anchorless vascular closure device in a real-life clinical setting, clinical research in cardiology (2014); a (B)(6) male patient who underwent right and left heart catheterization with coronary and bypass graft angiography had surgical revision performed 13 days after cardiac catheterization during the following valve replacement surgery due to massive hematoma, minor bleeding, and a need for transfusion.

Manufacturer narrative:
This article was found during a recent clinical evaluation review/literature search of this device. The catalog and lot numbers of the device) are not available. The citation is as follows: schelp et al large-scale experience with an anchorless vascular closure device in a real-life clinical setting, clinical research in cardiology (2014); as noted in the publication by schelp et al large-scale experience with an anchorless vascular closure device in a real-life clinical setting, clinical research in cardiology (2014); a (B)(6) male patient who underwent right and left heart catheterization with coronary and bypass graft angiography had surgical revision performed 13 days after cardiac catheterization during the following valve replacement surgery due to massive hematoma, minor bleeding, and a need for transfusion. The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. Access site bleeds are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure and/or discomfort during and after the procedure. Patient and/or pharmacological factors are likely contributing factors. This is one of 6 reports associated with this publication. From reports 9616099-2014-00779-9616099-2014-00784.